Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed but the exact cause remains unknown. One photo sample of a 4.5 fr microez microintroducer was provided for evaluation. The device was shown to be within a plastic bag without the dilator present. The distal end of the sheath contained bunching and outward deformation. The characteristics of the sheath tip taper could not be inspected from the image provided. Based on the information provided, possible contributing factors include advancement against resistance, steep insertion able, and inadequate skin nick. Since deformation and evidence of a difficult insertion was observed, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that the dilator was ruptured. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the dilator was ruptured. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.